Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27031. It was reported that the patent presented for in-clinic follow up with the right ventricular (rv) lead exhibiting intermittent capture. Also noted was loss of capture exhibited by the left ventricular (lv) lead. Programming adjustments were initially made to the lv pacing vector; however, the change resulted in muscle stimulation. Bi-ventricular pacing was temporarily disabled. The patient was scheduled for lead revision, and fluoroscopy revealed rv lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.